Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader would not power on my button or by test strips. On (B)(6) 2021, as a result of not being to monitor their blood glucose, the customer had a loss of consciousness and was brought to the hospital. The customer was provided a glucose "gel-tube" for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Event description:
A customer reported the adc freestyle libre 2 reader would not power on my button or by test strips. On (B)(6) 2021, as a result of not being to monitor their blood glucose, the customer had a loss of consciousness and was brought to the hospital. The customer was provided a glucose "gel-tube" for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visually inspected the reader and no issues were observed. Observed reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. Connected the reader to approved software and was unable to recognize the reader. De-cased the reader and no issues were observed upon visual inspection. The voltage of the returned battery was measured. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Observed reader did turn on when pressure was applied to the cpu as well as observed battery to be charging, indicating poor soldering of the cpu which can cause the battery not to charge. An extended investigation has also been performed on the returned reader. The reader passed all self test once pressure is applied to cpu. However, once pressure is released, the readers powers off. Therefore, this issue is confirmed due to poor soldering of the cpu. Code 4756 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.